Event description:
It was reported the r waves decreased on the right ventricular lead following the patient's eye surgery. The lead sensing was reprogramed and the r waves increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2010. (B)(4).